Event description:
The director of nursing reported a 6-8mm fiber entered the pts eye during an ophthalmic procedure. She stated the fiber was removed from the eye during the same procedure by irrigation and aspiration. She reported no additional treatment was required and there was no harm to the pt.

Manufacturer narrative:
Eval summary: no similar complaints have been received so far for this lot. Investigation showed no remarks in our batch record filing: all syringes were visually inspected for foreign material by qualified operators and items identified with particles or fibers were rejected. The retention samples were inspected and no foreign material was observed. Investigation of the returned complaint sample is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).